Manufacturer narrative:
The device history record review concluded no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. The sample analysis confirmed the reported condition; the luer component is broken off. The root cause investigation concluded the most probable cause of the issue may have occurred during the molding process. The damage is consistent with damage that has previously been observed during the molding process. A review of the lot, shift notes, preventative maintenance, work orders and shift notes did not find any evidence that there were any issues during the manufacturing of the reported lot, therefore at this time it¿s not conclusive that issues in the molding process caused the observed condition but it cannot be ruled out as the significant factor. Based on the information available and the investigation findings, additional actions are deemed unnecessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the syringe is missing the luer lock part. There was no patient harm.